Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This conduit is designed to be used for correction or reconstruction of right ventricular outflow tract (rvot) in patients aged less than 18 years with congenital heart malformations. In addition, this conduit is indicated for the replacement of previously implanted, but dysfunctional, pulmonary homografts or valved conduits. Due to the fact that a great proportion of congenital heart valve abnormalities present as emergent cases in neonatal patients, infants and young children, the patient¿s physical growth is an unavoidable event; eventually a reoperation and replacement of the conduit may be required.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that thirteen years, two months post implant of this bioprosthetic pulmonic valve in a pediatric patient, this device was replaced valve-in-valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.